Manufacturer narrative:
The customer indicated the devices were discared. One representative device from the same lot was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the male leurs of the t adapters disconnected from the patients' catheters. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.